Event description:
It was reported that the recently implanted vns patient underwent revision surgery on (B)(6) 2014 where the lead was loosened to provide additional strain relief due to patient complaints of feeling tightness associated with head and neck motion. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
Additional information was received stating that lead revision surgery was performed for patient comfort. The patient¿s device was not tested prior to lead revision surgery as the patient¿s device settings were too low to perform diagnostics at the time. X-rays were not taken. The neurosurgeon attributed the lead pulling sensation to vns surgery and the presence of the device. The patient began experiencing the lead pulling sensation after lead replacement surgery on (B)(6) 2014.